Event description:
The umbilical catheter was inserted into the patient. Upon flushing of the catheter it was noted to be leaking at the hub. The catheter had to be exchanged. Catheter from different lot number was used. No issues identified with second catheter.